Manufacturer narrative:
Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, during shift check, the user's autopulse platform (sn (B)(4)) displayed user advisory - ua43 (fan fault detected) upon powering on. The user was unable to clear the error message. No patient involvement.

Manufacturer narrative:
The reported complaint of a user advisory - ua43 (fan fault detected) on the autopulse platform (sn (B)(4) was confirmed during system power on and archive data review. The investigation findings determined that the root cause of the reported issue was due to a defective fan assembly. No physical damage was observed on the ap platform during visual inspection. During archive data review, multiple ua43 error messages were observed on the date the event occurred. Thus, confirming the reported complaint. The initial functional testing of the ap platform could not be performed due to ua43 (fan fault detected) displayed upon powering on. Thus, confirming the reported complaint. To remedy ua43 issue, the defective fan assembly was replaced. The ap platform was then re-tested, passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).